Event description:
It was reported that (B)(6) post implant, the patient was admitted due to intermittent twitching in the chest. The patient did not experience chest pain. The capture threshold increased and impedance was low. An echo revealed micro perforation and pericardial effusion. Fluoroscopy revealed that the lead initially dislodged and perforated the posterial wall of the heart. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.